Event description:
It was reported that the ventilator system falls the internal tests during pre-use check. (B)(4).

Manufacturer narrative:
Further info surrounding the event and exchanged parts has been sought. A supplemental medwatch will be submitted when the investigation has been finalized. (B)(4).